Manufacturer narrative:
The device evaluation was completed on 16-dec-2021. It was reported that a 78-year-old female patient (75kg) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (CT) requiring pericardiocentesis. At the end of the case, a pericardial effusion was noticed. The pericardial effusion was confirmed by intracardiac echocardiography (ice) with a soundstar catheter. Medical intervention provided was a pericardiocentesis and 450 ml of fluid was removed. The patient did not require surgery and the patient was reported to be in stable condition. The cause of the pericardial effusion is unknown. The product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the thermocool® smart touch® sf bi-directional navigation catheter. Per the event, several tests were performed. The magnetic, temperature, and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. Then the electrical test was performed, and the catheter failed, no electrical readings were observed on electrode #02. A failure analysis was performed, and the catheter was dissected on the tip area, the electrical wire was found broken causing the improper electrical signal. The evaluation determined that the cause of the electrical issue cannot be established. A manufacturing record evaluation was performed for the finished device 30589183l number, and no internal action was found during the review. As part of bwi¿s quality process, all catheters are manufactured, inspected, and released to approved specifications. The instruction for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the catheter that could not be replicated during the analysis. Explanation of codes: investigation findings: open circuit (c0205)/ investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the electrical wire that was found broken. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the adverse event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Manufacturer's reference number: (B)(4) during an internal review on (B)(6) 2021, it was noted that the lot number was inadvertently omitted from the follow up report mwr(B)(4). Initially, the lot number was reported as unknown; however, during the product analysis, the lot number was retrieved. Therefore, the following fields were populated: d4. Lot, d4. Expiration date, and h4. Device manufacture date.

Event description:
It was reported that a (B)(6) female patient ((B)(6)) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (CT) requiring pericardiocentesis. At the end of the case, a pericardial effusion was noticed. The pericardial effusion was confirmed by intracardiac echocardiography (ice) with a soundstar catheter. Medical intervention provided was a pericardiocentesis and 450 ml of fluid was removed. The patient did not require surgery and the patient was reported to be in stable condition. The cause of the pericardial effusion is unknown. Additional information was received, and it was reported that the adverse event occurred on (B)(6) 2021. This adverse event was discovered during use of biosense webster products. The physician believed that the pericardial effusion was in the patient before the case started. From baseline ice images, the physician believed the effusion may have been there before, but due to the angle of the images acquired, he could not be sure. There also was a chance the ablation catheter perforated through the myocardium, causing the effusion. The pericardial effusion was noticed at the very end of the case when looking at final ice images. Therefore, all catheters were removed and a pericardiocentesis (pericardial tap) was immediately performed. Afterwards, the ice images from the beginning of the case were reviewed and the effusion may have been there at baseline, but it was not noticed at the time. It was reported that the patient required extended hospitalization due to constipation and not due to the adverse event. Therefore, this adverse event will not be coded with prolonged hospitalization. A repeated echo was performed showing no effusion. The patient fully recovered. A smartablate rf generator was used. A transseptal puncture was performed with a baylis nrg transseptal needle large curve c1. Ref: nrg-e-hf-98-c1. Prior to noting the CT, ablation was performed and there was no evidence of a steam pop. Irrigation rate was at 8 ml/min @ 30w or less. 15 ml/min @ 31w or more. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were vector @ 5-30 g, dashboard, and visitags, 3 secs, 3 stability, 3 g for 25%. Size 3 with respiration filter and impedance drop from 5-10 ohms.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).